Event description:
The system was sent to the caller for testing because it stopped working in the case. The caller did not have specific details and reported the case had concluded by the time of the call. The case was completed with no patient consequence but the customer reported it was not by use of the harmonic scalpel. The system worked initially at the beginning of the case but the customer stopped using when it would not work. The customer tested the system with a test strip and it functioned normally. The customer installed the instrument and a solid tone was emitted.